Event description:
It was reported that during a laparoscopic total gastrectomy procedure, the knife did not move forward though the firing trigger was grasped at the 1st firing. The cartridge was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = one piece sled. Additional information was requested and the following was obtained: did the device deliver any staples? No. If yes, were the staples formed properly? Na. If yes, was the staple line complete? Na. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b cartridge loaded on the device. The cartridge was received unfired and with the one piece sled damaged in the area where interact with the knife; thus, the device would not fire. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.